Event description:
In 2008, a dr informed ormco corp that he had damon cuniti wire breakages.

Manufacturer narrative:
There are no reported injuries associated with this incident. However, due to the prior submission of a reportable incident on the damon copper niti wire in 2008 (MDR# 2016150-2008-00001: malfunction which required intervention to prevent permanent impairment/damage) this incident is reportable. This incident falls under the FDA presumption. This type of malfunction is likely to cause or contribute to a death or serious injury if the malfunction were to recur.